Event description:
During an implant procedure, high pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual inspection of the lead revealed no anomalies.